Manufacturer narrative:
The investigation confirmed that sample results were associated with the wrong sample ID for a single patient sample. The cause of the mis-associated results was due to sample tubes left in the centrifuge module following an undetected shutdown caused by a power outage. The investigation revealed the operator failed to remove sample tubes from the centrifuge module in response to centrifuge errors as recommended by the (B)(4) laboratory automation instructions for use. The (B)(4) laboratory automation system correctly flagged the affected sample. The customer did not appropriately review the sample results prior to reporting them as recommended in ocd customer communication (B)(4) that was received by the laboratory in (B)(4) 2009. The (B)(4) laboratory automation system was operating as intended. The root cause of this event is user error. The operator failed to adhere to the manufactures instructions for use.

Event description:
The customer notified ocd that they observed results from one patient sample that was mis-associated with the incorrect sample identification number while using their (B)(4) laboratory automation system. The mis-association of results with the incorrect patient may lead to inappropriate physician action. Results from the patient sample were reported from the laboratory. Once identified, a corrected report was issued for the patient sample. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)